Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter kept dropping off the network and gave no error messages. No troubleshooting was performed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: central nurse's station (cns): model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 03/17/2021 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter kept dropping off the network and gave no error messages. No patient harm was reported.